Event description:
It was reported that a patient with a peripheral venous access on upper limb, taken by a specialist at the moment of entrance. The procedure was performed without inconveniences, then they noticed the tegaderm is dirty and when pulling it out noticed bleeding by broken catheter. Change of catheter needed and new puncture was performed, both patients were new born. No further procedures or prescriptions due to the incident.